Event description:
The facility reported an infuso.r. With "obf-pump will not work when you try to turn it on". This event occurred upon power up in biomed service. There was no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "obf-pump will not work when you try to turn it on" issue was confirmed and reproduced during product evaluation. The assignable cause was determined to be an out-of-box failure due to incorrect batteries. The batteries were replaced with a different brand of c batteries in order to resolve the reported condition.